Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the occurrence of the patient¿s lower inguinal hernia. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue pd therapy. The cause of the patient¿s inguinal hernia is unknown; however, it was reported the patient¿s hernia was not due to a failure of any fresenius products. For pd patients, hernias are an anticipated mechanical complication during the normal course of pd therapy; however, in the absence of a confirmed origin of the patient¿s hernia, the cause of this serious injury cannot be determined. Therefore, the use of the liberty select cycler through the normal course of pd therapy cannot be excluded as a potential source of this serious injury. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized for a hernia repair. There was no specific allegation this event was due to any malfunction or deficiency of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced a lower inguinal hernia through the normal course of pd therapy (exact date unknown). The patient was not hospitalized for this event and underwent a planned, nonemergent outpatient procedure to correct his hernia on (B)(6) 2021. The patient was placed on in-center hemodialysis though a central vascular catheter for two weeks following this procedure to allow the site to heal. The cause of the patient¿s inguinal hernia was unknown; however, it was confirmed the patient¿s hernia was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on the same liberty select cycler on (B)(6) 2021 and continues ccpd at home following this event.